Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult or delayed positioning of the leaflet grasping appears to be due to a combination of patient anatomy (enlarged atria, posterior leaflet restriction, and a large coaptation gap) and procedural conditions associated with challenging imaging. The reported entrapment of device as the clip caught on chordae appears to have been a result of the reported difficult or delayed positioning. The reported migration of partial clip movement associated the clip tilting appears to be due to some loss of the posterior leaflet. The reported image resolution poor was difficult during the procedure due to the challenging imaging. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report clip migration, device entrapment, and unexpected medical intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with enlarged atria, posterior leaflet restriction, and a large coaptation gap. It was noted that during deployment of the first clip, difficulty grasping was experienced due to challenging patient anatomy and challenging imaging. After multiple attempts, grasping was successful, and the clip was deployed. It could not be confirmed if the clip was deployed with chordae attached. It was then noticed the device was tilted. A second clip was then implanted to stabilize the first clip. The procedure was concluded, and the mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.